Event description:
It was reported in (B)(6) 2009 that the patient was having recharging problems. The patient was still receiving good stimulation, so the patient's health care provider (hcp) elected not to perform any kind of revision or surgery at that time. It was later reported that the patient had their device replaced. At the replacement surgery, it was noted the patient's old device was 3-4cm deep, which explained the difficulties with recharging. The previous device was implanted too deep. No difficulties had been reported since the replacement.

Manufacturer narrative:
(B)(4).